Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was far-field r-wave (ffrw) oversensing on the atrial lead. There was less ffrw oversensing when the device was reprogrammed to shorter atrioventricular (av) intervals. The device mode switching was thought to be possibly responding inappropriately due to the ffrw oversensing. The device and lead are still in use. No patient complications have been reported as a result of this event.